Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and also insulin pump had insulin flow blocked alarm and they had tried all remedies. The customer¿s blood glucose level was 502 mg/dl and down to 449 mg/dl. Customer stated other blood glucose value was 300 mg/dl, 398 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege insulin pump was under delivering. Customer was performed high pressure test and displacement test and it was passed. The insulin pump and reservoir will not be returned for analysis.